Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a high, out of range pace impedance measurement greater than 2,000 ohms on the right ventricular (rv) channel. It was noted that impedance measurements had been gradually increasing over the several months prior to the out of range measurement. All other measurements were within normal limits. The physician believed the increased impedances to be due to scar tissue encapsulation of the lead and elected to continue monitoring the patient. No adverse patient effects were reported. This product remains in service.

Event description:
Additional information was received indicating that six months later another red alert was detected for high out-of-range pace impedance measurement and this has been an ongoing issue. Additional information was received indicating that the physician elected to continue patient monitoring and not intervene surgically at this time.